Event description:
It was reported that there is a possible transient or permanent failure of the accelerometer to respond to communication requests from the microcontroller that can result in the device being unable to be interrogated or programmed from a m3000 programming system device. In some cases a device reset will resolve the issue, in other cases the issue cannot be resolved by a device reset. Until the device is reset, the device will continue to deliver therapy at its previous programmed parameters and no changes in therapy can be made. If a device is reset and communication cannot be restored, therapy is permanently disabled. There are no confirmed or suspected cases of this event to date in distributed product.